Event description:
It was reported the device was ¿somehow off.¿ the device was turned back on. Outcome was unknown at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v501927, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).